Event description:
It was initially reported that the patient experienced "withdrawal-type symptoms". No troubleshooting was performed on the pump; and there was nothing in the pump's log that indicated an issue. The catheter was checked and found to be patent. Physician elected to replace the pump. The patient's dose was reduced following the pump replacement; it was indicated that the catheter was not aspirated after connecting it to the pump. The pump was noted as "having stopped working". No rotor or dye study was performed. The patient was without injury, and had recovered without sequela following the device removal procedure. Drug delivered via the pumps was lioresal

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no anomaly; normal device function.